Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one small needle-suture piece and one suture piece were received for analysis. Product code sxpp2b405 this product code is double armed. During visual inspection of the returned needle-suture piece, the swage and attachment areas were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extreme was noted to be cut and one damaged (crushed) near the extreme probably caused by a surgical instrument. The suture piece was examined and one extreme was noted to be cut and one damaged (fraying) near one extreme, it was likely caused by a surgical instrument. One opposite extreme exhibited an insertion mark. The force used to detach the needle from the suture could not be determined. Besides that, the needle was not received. The product code sxpp2b405 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/9/2026 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. It was reported to the sales rep that three separate surgeons, all performing ortho procedures, used this code. All said that the needle pulled freely with very little force and the barbs are not pronounce at all. There were no patient adverse event. Product is available for return. Additional information was requested.